Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012, due to arthrofibrosis. The 12 mm cruciate retaining bearing was removed and replaced with a 10 mm size.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is outside of the united states. No medwatch report was received.